Event description:
Related manufacturer reference number: 2017865-2024-03276 related manufacturer reference number: 2017865-2024-03279 it was reported that during an implant procedure, the pacemaker being used exhibited varying pacing impedance. Upon replacing the pacemaker, the same issue was noted on the new device. Further examination via fluoroscopy revealed the right atrial lead was dislodged, contributing to the observed impedance issue. Additionally, the connector pin of the lead was noted to be detached. Neither device was used, and the atrial lead was ultimately implanted. A second replacement device was successfully implanted. The procedure was completed, and no adverse patient consequences were reported.